Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. The device history records have been reviewed with special attention to raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this failure mode. The device was returned. The investigation is unconfirmed for a catheter break, as no breaks were present on the returned catheter and the balloon was able to be inflated without issue. The root cause for this event was determined to be supplier related due to over-processed resin. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complaint/ reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pta balloon catheter was broken out of the package. There was no patient involvement.